Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth and a-4 patient weight: unknown/asked information unavailable. Section d-4 catalog number: a complete catalog number is unknown, as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: not applicable, as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: device lot/serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon implantation of the dcb00 intraocular lens (iol), the optic was scratched. Doctor had difficulty with inserter/plunger and stated scratch on optic was due to the inserter. Iol was removed and a back-up iol was inserted without issue. There was no incision enlargement, no suture(s), and no vitrectomy. There was also no procedural delay, no medical attention, and no medication were required. Patient status post-procedure was reported as fully recovered. Subject vision is 20/25-2. Slit lamp was normal and no subject complaints were reported. Through follow-up additional information was received confirming the iol was fully inserted when scratch on optic was observed. The replacement iol was the same model and diopter size. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: additional information was received for the product, which included the device model and serial number, as the clinical study was unmasked. The initial report was submitted under an unknown dcb00 clinical study device. The clinical study has now been unmasked and upon learning the model of the lens, not dcb00 as initially reported but den00v. It was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the information in section d-1 and d-2 and section g-4 PMA number p980040 that were provided in the initial filing are not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number. The following fields have been updated accordingly: section d-3: establishment name: amo manufacturing netherlands. Section d-3: country: other - netherlands. Section d3: address - line 1: van swietenlaan 5. Section d3: city: groningen. Section d3: state, province or territory: groningen. Section d3: postal office or zip code: (B)(6). Section d-4: model number: den00v. Section d-4: catalog number: den00vu190. Section d-4: serial number: (B)(6). Section d-4: expiration date: jul 20, 2025. Section d-4: unique identifier (UDI) number: (B)(4). Section h-4: manufacture date: jul 20, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.